Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that they received a failed battery test alarm after inserting a battery. The customer stated that they could hear the motor struggling and it stopped. The customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and the insulin pump passed. The customer declined additional troubleshooting. The insulin pump will not be returned for analysis.